Event description:
Vns pt underwent explant surgery due to severe and persistent coughing. It was reported that both the generator and lead (including electrodes) were explanted and that the coughing had resolved. Investigation to date has been unable to determine the cause of the coughing.